Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Healthcare professional reported left side rupture. The device has been explanted.

Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: ¿ rupture: not observed. As per the investigation procedure, creases and wear abrasion were completed and none of the observations are found to be potentially related to the manufacturing process, no further actions are required. Additional, changed, and/or corrected data: b1, d9, h3, h6.

Event description:
Healthcare professional reported left side rupture. The device has been explanted.

Manufacturer narrative:
Additional, changed, and/or corrected data: a5, a6, b6, e1, h6.

Event description:
Healthcare professional reported left side rupture. The device has been explanted.

Manufacturer narrative:
In the initial medwatch: additional information received confirmed explant actually occurred (B)(6) 2025.

Event description:
Healthcare professional reported ¿rupture/deflation¿. This record is for left side. Device has been explanted.